Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose level and needed assistance with carelink. Blood glucose level at the time of the incident was in the 40s mg/dl. Blood glucose was 202 or 207 mg/dl at the time of the call but was going down. Customer declined troubleshooting for low reading. Customer was able to start the upload process. The insulin pump was not replaced or returned for analysis.